Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted concurrently with a cystoscopy due to stress urinary incontinence and moderate urethral prolapse. The patient experienced urinary problems and bleeding. It was reported that the patient underwent a procedure, a lynx sling implant with a cystoscopy, on (B)(6) 2010 due to stress urinary incontinence. The patient underwent sling revision with vaginoplasty on (B)(6) 2012 due to dyspareunia. (B)(4).

Manufacturer narrative:
Date sent to FDA: 05/18/2016. It was reported that following insertion the patient experienced urinary incontinence and leakage with intercourse. (B)(4).

Event description:
It was reported that following insertion the patient experienced urinary incontinence and leakage with intercourse.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2009 and an obturator sling was implanted. It was reported that patient experienced pain, bleeding and urinary problems post implantation. The patient underwent a repair and repeat sling procedure on (B)(6) 2010 with placement of sparc sling (boston scientific) due to persistant incontinence. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.